Manufacturer narrative:
The agent reported "(while implanting a peripheral torx screw, the driver tip broke off in the screw a small portion of the driver is stuck in the screw and not being returned.)." Examination confirmed the complaint, the returned instrument shows the tip has broken off, the reported condition could possibly be a result of heavy use, misuse, wear and care must be taken to avoid compromising their performance. This event occurred during surgery near the patient. There was another suitable device available, however, the incident did cause a 1 min. Delay in surgery. The surgery was completed as intended, there was no risk or adverse event reported, and the instrument was inspected prior to surgery and was found to be acceptable. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. A review of the device history record (DHR) revealed, when released for use, the item(s) met design and manufacturing requirements. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. This is the first complaint against this part/lot number through all failure codes. This event is possibly attributable to damage incurred through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue.

Event description:
Instrument failure - instrument failure, fragments left in patient

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.